Event description:
A patient had an allergic reaction to the electrode which resulted in blistering and redding. Silvadine cream was applied to the skin. The patient's hospital stay may have been extended due to patient's reaction to the electrode.